Event description:
It was reported that during a coronary procedure one 6f launcher guide catheter was used. An atl procedure was performed with the 6f launcher device. The patient experienced chest pain without hemodynamic or angiographic repercussions during the procedure, after intubation of the trunk. Success of the atl, which came back to the chamber with a painful but stable persistence of the background. At ICU, the patient presents with hemoptysis (half a cup), 80% desaturation. Thoracic CT angiography requested urgently: aortic dissection type a complicated hemopericardium of medium abundance, hemothorax of low to medium abundance and alveolar hemorrhage of medium abundance. Transfer to the intensive care unit initially for monitoring and then transfer to the intensive care unit in mondor because of an increase in the haemopericardium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.